Event description:
A center director reported that a patient presented with blurry computer vision in the left eye approximately two months post lasik. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).